Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3 the revision reported was likely the result of polyethylene wear of the tibial insert and an insufficient bond between the femoral component and bone, which led to aseptic (non-infected) femoral loosening and osteolysis. Contributing factors to the severe wear may have been the result of gross instability and being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Also, the most probable root cause associated with the event of ¿osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface. Furthermore, the most probable root cause associated with the event of ¿loosening ¿ femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Section d10: concomitant products: three peg patella 32mm (cat# 200-02-32 / serial# (B)(6)) trapezoid tibial tray sz 4f/3t (cat# 204-04-43 / serial# (B)(6)) optetrak asy, hi-flex ps cem fem, sz 4, right (cat# 244-03-04 / serial# (B)(6)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately five years post initial right tka, the 61 y/o male had a premature polyethylene wear and delamination of insert resulting in granuloma and massive osteolysis with loosening of femoral components and significant bone defects medial and lateral femoral condyles. Patient revised to competitor's components with sleeves and stem extensions and allograft bone grafting to femur. There was no breakage of device or surgical delay/prolongation. Image received. The devices will not be returned for evaluation as it was discarded by hospital. As of note: "patient had significant bone loss at the time of revision surgery and is unlikely to return to pre-morbid level of activity".

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of polyethylene wear of the tibial insert and an insufficient bond between the femoral component and bone, which led to aseptic (non-infected) femoral loosening and osteolysis. Contributing factors to the severe wear may have been the result of gross instability and being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.